Manufacturer narrative:
Additional information and the return of the device have been requested. Without a device, serial number, or lot number, the device history records review could not be completed.

Event description:
M6-c revision, no clinical reason provided. The device was explanted (presumed). The condition of the device at the time of removal is unknown.